Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 24x3.00mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After a non bsc guide wire crossed the lesion, predilation was performed with a non bsc balloon catheter then a 24 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion. After some efforts, the stent crossed the lesion site and was deployed. Post dilation was performed at high pressure with an nc balloon catheter. Following post dilation, a sharp grade b dissection was noted at the distal edge of the lesion. A 2.5 x 24mm promus premier¿ stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.